Event description:
C-arm used for cardiac cath procedure was placed to side of patient. At the end of the procedure, the c-arm started to move without human activation of control switch and moved toward table at patient's left shoulder. Control panel moved on top of table out of range of patient or objects without any interference of switch while in process of placing stretcher next to table to transfer patient after procedure was completed. Patient attempted to push machine away, staff person pulled patient out of reach of machine. Noted reddness to left shoulder without further injury. Xrays negative. Equipment-c-arm continued to move forward breaking table in half.contusion to employee's hand during event.